Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Medication required and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While removing the dilator, a thrombus was observed. The physician attempted to aspirate the clot. The patient received heparin and the activated clotting time (act) was >250 seconds. The clot was removed. The steerable guide catheter (sgc) was then removed from the patient and flushed several times. However, some residual remained in the back chamber of the sgc. Therefore, the sgc was replaced. Two clips were successfully implanted, reducing the mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.